Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that their system had connectivity issue. The technical support specialist remotely accessed the server, ran the downtime query, identified that the last processed and carefusion coordination engine (cce) sent timestamps were not current despite cce not being in disconnected mode, verified in healthsight viewer (hsv) that no critical notices were present, restarted the external messaging and external inbound processor services along with the network services, deployed the cce package, and confirmed resolution after monitoring messages successfully crossing over with current sent and processed times and confirmed the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server user informed multiple stations were experiencing this issue, with all medication orders failing to transfer to pyxis. However, there were no delays or adverse events or injuries reported based on this event.